Event description:
The event is reported as: customer alleges: the pharmacist reported on behalf of his pt that the catheter is unusable. The plastic tubing seemed to be stuck together and the shaft is closed up. No pt injury reported. Pt condition fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.